Event description:
A report was received that the patient was having pus and redness at the midline incision site. The patient was prescribed with keflex antibiotics. Physician believed the suspected infection was procedure related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm; model: sc-4316, serial: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.